Manufacturer narrative:
Visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. The reported issue of dim segments was confirmed on 5 out of 5 returned boards. The exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Device history review: review of the s/n (B)(4) service history record showed the device had a manufacture date of 15-aug-2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 30-oct-2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed one production failure record was opened for the source device. Only lvp display board assemblies were received for investigation.

Event description:
It was reported that the customer is replacing the (lvp) display board due to a faulty tenth digit led. There was no patient involvement.